Event description:
Patient was given ipv treatment directly in-line via endotracheal tube (ett), did not tolerate shortly after initiation. Patient observed to desat and was promptly placed back on ventilator to resume tx in-line via ventilator for 10 minutes. An rt working alongside a student, missed a step when proving care (did not remove the cap off an exhalation valve), which resulted in a tracheal tear.